Event description:
The cup has to be revised since it did not gain fixation as pelvic wall was fractured during the primary surgery. The cup was impacted too hard with straight impactor and wall was fractured. MFR ref #3005180920-2014-00108.

Manufacturer narrative:
Document review: versafitcup cc trio shell cementless size 56: (B)(4) / lot 140081 (B)(4): all parameters were found to be in accordance with the specs valid at the time of mfg, including washing and sterilization procedures. (B)(4) cups belonging to this lot have been already sold without any other similar incident. The issue was discussed with the surgeon and he acknowledged that instead of removing and re-reaming before trying to seat the cup, he used more force combined with a heavy mallet. Unfortunately the cup did not gain the stability he had hoped for and it was finally revised. The event is highly likely not device related.